Manufacturer narrative:
Continuation of d10:  product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, after passing the left ventricular g uidewire through the patient¿s anatomy, coronary protection was performed to the left coronary artery. After that, a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was then delivered to the implant position using the transfemoral approach. It was confirmed that the hat marker was positioned in the greater curvature in the descending aorta. Afterwards, to advance the delivery catheter system (dcs) into the aortic arch, the dcs was continued while applying tension to the left ventricular wire. The dcs was passed through the valve and the position was adjusted. While adjusting the position of the valve, the patient¿s blood pressure was below 50 millimeters of mercury (mm hg). Subsequently, cardiac arrest and intrathoracic effusion was observed. A cardiac massage was performed, drainage, and percutaneous cardiopulmonary support (pcps) were inserted via a pericardial puncture. The patient¿s condition stabilized. The valve was implanted. Following implant, surgical hemostasis was performed by thoracotomy. It was clear that a rupture occurred in the apex region of the heart due to the left ventricular wire. No additional adverse patient effects were reported.

Manufacturer narrative:
System reported product: section d references the main component of the system. Other relevant device(s) are: product ID: gwbc30; lot#: unknown; ubd: unknown; UDI: unknown select patient information cannot be included in the regulatory report due to regional privacy regulations. Updated data: b5. Second paragraph added d10. Concomitant prod added h6. Method code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, after passing the left ventricular guidewire through the patient¿s anatomy, coronary protection was performed to the left coronary artery. After that, a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was then delivered to the implant position using the transfemoral approach. It was confirmed that the hat marker was positioned in the greater curvature in the descending aorta. Afterwards, to advance the delivery catheter system (dcs) into the aortic arch, the dcs was continued while applying tension to the left ventricular wire. The dcs was passed through the valve and the position was adjusted. While adjusting the position of the valve, the patient¿s blood pressure was below 50 millimeters of mercury (mm hg). Subsequently, cardiac arrest and intrathoracic effusion was observed. A cardiac massage was performed, drainage, and percutaneous cardiopulmonary support (pcps) were inserted via a pericardial puncture. The patient¿s condition stabilized. The valve was implanted. Following implant, surgical hemostasis was performed by thoracotomy. It was clear that a rupture occurred in the apex region of the heart due to the left ventricular wire. No additional adverse patient effects were reported. Additional information was received that the rupture occurred during the advancement of the dcs through the aortic arch. Per the physician, the dcs did not cause or contribute to the rupture as it was caused by applying too much pressure to the left ventricular medtronic guidewire against the left ventricle. Subsequently, the chest was opened and the rupture was sutured. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 16 days following the valve implant procedure, the patient died. The cause of death was reported as due to hypoxic encephalopathy, which was noted to be caused by the left ventricular rupture.